Event description:
It was reported that no medication entered the epifuse connector and during the operation the connector flew off, splashing medication onto the staff's face. Reporter stated the event occurred during patient use and there was no reported patient harm/adverse event.

Manufacturer narrative:
One unit was returned for evaluation with the original package. Upon inspection of the product, no obvious abnormalities were found. Functional testing was performed and the alleged issue was not reproduced. The unit tested normally during evaluation. It is suspected that the cause of the reported issue was usage related. Review of manufacturing records was performed and found no discrepancies or anomalies.